Manufacturer narrative:
Review of the manufacturing documentation for the device(s) in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the product complaint. A review of complaints for the past 2 years indicates there has been no previous complaints for pin breaking in patient.

Manufacturer narrative:
Investigation not complete as of 2/9/2023.

Manufacturer narrative:
Details will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Omnibotics pin broke off in the patient tibia. Dr was unable to remove the whole pin and a piece was left inside the patient.